Event description:
The report received from the field indicated that the physician deployed an optease vena cava filter from the neck that did not open up properly on the inferior vena cava (ivc)/incomplete expansion. After visualizing the unexpanded filter, he assumed that the filter was in clot or had perforated the ivc. The physician then deployed a second (2nd) filter beside it which opened properly. There was no sign of contrast leaking from the ivc or pain to the patient. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the physician deployed an optease vena cava filter from the neck that did not open up properly in the inferior vena cava (ivc). After visualizing the unexpanded filter, he assumed that the filter was in clot or had perforated the ivc. The physician then deployed a second filter beside it which opened properly. There was no sign of contrast leaking from the ivc or pain to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.